Manufacturer narrative:
(B)(4). At present time there are no replacement parts available to repair this unit. Once available, a replacement parts will be provided to the user facility to repair the unit and return it to service.

Event description:
The customer reported a unit that is displaying the "ext high p peak and the occlusion alarm" for the 2nd time. The unit was removed from service and set aside. No patient involvement.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.